Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse analyzed the logfile with the common analysis tool (cat) tool which showed the messages "en_x inactive and hand/footswitch pressed". The fse suspected that the issue was caused by the wired foot switch or flat detector controller system interface board (fdcsib). The fse solved the issue by replacing both the wired foot switch and fdcsib. After the replacement of both parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.